Event description:
The patient contacted animas on (B)(6) 2012 and reported that the keypad buttons had delayed responses when pressed and would scroll screens. The patient denied damage to the keypad. The patient reportedly wore the pump in a pocket with a protective case and cleaned it with a dry cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. Testing confirmed all of the keypad buttons demonstrated intermittent responsiveness, requiring multiple presses with increasing force to evoke a response. Testing further confirmed that the keypad buttons were sticking and were hypersensitive and caused scrolling in response to presses. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. The contacts of the ok and down arrow buttons were noted to be inverted.